Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(6). Failure (event) observed during analysis. Final analysis found medical adhesive on the ring electrode.